Event description:
Female patient underwent arthroscopic surgery of her left wrist. During the surgery, in order to debride injured tissue within the patient's wrist, the doctor used a new (not reconditioned) stryker 2.5mm small joint cutter (275-628-000). During normal use of this product, the tip of the shaver fractured and detached inside the patient's wrist. Dr then used x-ray imaging to retrieve the broken shaver tip. This added approximately 15 minutes to the or time. A new duplicate small joint cutter was also opened to complete the case. The defective unit will be shipped to manufacturer for replacement.